Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. Based in the complaint description and information provided the reported peritonitis was attributed to a breach in aseptic technique. There is no allegation of cassette malfunction. As there is no allegation related to product manufacture, the complaint is deemed as unconfirmed.

Event description:
On 09/19/2023, a patient care technician (pct) reported to fresenius customer service this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler was hospitalized for a dialysis related event. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the outpatient clinic pct, it was reported this patient was hospitalized on (B)(6) 2023 with abdominal pain that led to a peritonitis diagnosis. The patient was hospitalized at the time of follow up and the outpatient clinic was not provided hospital paperwork. As a result, laboratory values, hospital course and medical interventions remain unknown; however, it was reported this patient¿s adverse event was attributed to having their pet dog in the room during pd therapy. Additionally, it was confirmed there was no indication that the patient¿s peritonitis, and the associated hospitalization were due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient will use the same liberty select cycler at home upon discharge.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain. It is well established that pd patients are at high risk for infections of the peritoneum. The root cause of this patient¿s adverse event can be attributed to a break in aseptic technique during pd therapy as reported by the patient¿s outpatient clinic. Nonadherence to aseptic technique is the leading source of transmission of peritonitis causing pathogens. Therefore, the liberty cycler set can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Event description:
On (B)(6) 2023, a patient care technician (pct) reported to fresenius customer service this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler was hospitalized for a dialysis related event. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the outpatient clinic pct, it was reported this patient was hospitalized on (B)(6) 2023 with abdominal pain that led to a peritonitis diagnosis. The patient was hospitalized at the time of follow up and the outpatient clinic was not provided hospital paperwork. As a result, laboratory values, hospital course and medical interventions remain unknown; however, it was reported this patient¿s adverse event was attributed to having their pet dog in the room during pd therapy. Additionally, it was confirmed there was no indication that the patient¿s peritonitis, and the associated hospitalization were due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient will use the same liberty select cycler at home upon discharge.